Event description:
Bard access 18/10 kits lot#: recz1995 malfunction. Catheter appears to fail when entering the skin causing severe difficulty in venous access and multiple sticks to gain access. It was noted that the powerglide in question appeared to have catheter failure evidenced by a "mushroom" effect on the catheter tip. It was noted prior to this that the needle felt dull, had severe difficulty piercing skin. (B)(4), bard rep, contacted and advised of issue with the powerglide. FDA safety report ID #: (B)(4).